Event description:
It was difficult to assemble the stem with the mating part (part info not provided) prior to implantation. During the closed reduction, immediately following surgery, it was discovered that the trunnion separated. The pt was opened again and the components were reimplanted.